Event description:
Patient was implanted with uss construct at t9-ilium on (B)(6) 2011 for a posterior fusion. Reportedly patient was found to have bilateral broken rods and non union at l4-l5. Patient was returned to the or on (B)(6) 2012 for removal of hardware. It was noted intraoperatively that the collar on the left iliac screw was broken in two pieces. Surgeon removed all hardware and patient was revised to dual-opening uss construct. This is 13 of 15 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Scratches on the outside diameter and the collar is broken at l2 feature where the grooves are. This damage and scratches are not manufacture related. Because of the product return condition, only a calculated wall thickness was measured, other relevant features can not be verified. Review of the DHR showed there are no issues during the manufacture that contribute to this complaint condition. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complaint description indicates a non union at l4-l5 which may have subjected the rods to excessive loads and/or motion cycles. Additionally, marks on the rods may have created stress risers in the area of the breakage. Based on the description it is unclear what caused the collar to break. Significant lateral forces combined with impaction; over torque on the nuts are possible. The cause of the device failure is unknown.